Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1066 mg/dl and diabetic ketoacidosis, and subsequently going into cardiac arrest, requiring customer to need resuscitation. Reportedly, customer experienced an occlusion alarm. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was still hospitalized at the time of the report to tandem technical support, however, indicated that the issue was resolved and no permanent damage was sustained.